Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, an occlusion alarm occurred. The customer's blood glucose was 280-300 mg/dl at the time of the charging issue; however, customer also indicated that bg level had been elevated (bg value not provided). Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged charging issue was verified. Additionally, the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Functional testing was performed and no failure was identified related to the reported high blood glucose (bg) issue.